Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old female patient in in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that flow saturation was noted on impella cp. The cp was exchanged for another cp. There was no harm to the patient.

Manufacturer narrative:
The investigation of saturated flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.